Event description:
Customer reported with an issue of air/water leakages or fluid invasion. The issue found during an unknown event. No patient harm or injury reported. No user injury reported. Device evaluation, service repair found foreign material on the distal end that cannot be removed due to buckling of each channel.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted that the customer reported leakage issue was not confirmed however, found foreign material that cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. Further inspection, service repair noted the following findings: - insertion part ¿ (bending tube) deformed, - insertion part ¿ (connecting tube) -scratch pocket-pouch, - control unit ¿ (air /water nut) -painting peel off, - control unit ¿ (suction cylinder nut) -painting peel off: - universal cord -scratch - specified angle and orientation achieved - air/water leakages or fluid invasion (this defect described by the customer was not confirmed). The IFU (instruction for use) states as follows: according to the following IFU, the user can reduce / prevent the occurrence of the event by following the guideline and procedures. ·reprocesing manual _ cleaning, disinfection and sterilization procedures, -manual cleaning: brushing around the forceps elevator and instrument channel outlet, - flushing the interior of the forceps elevator, - removing detergent solution from all channels, - dry external surfaces, ·storage and disposal : warning : the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity or exposed to x-rays and ultraviolet-rays. These could damage the endoscope or present an infection control risk. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. Corrosion generated near the nozzle gluing part because reprocessing and storage environment of the user facility were inappropriate. The root cause of why the device was not handled according to the device instructions for use (IFU) could not be determined. Olympus will continue to monitor field performance for this device.